Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The service history was reviewed. A not for human use catheter primed ok. Volume difference and net evacuation testing was passed. All preventive maintenance checks passed. There was no fault found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-03921. It was reported that there was a shaft leak. An angiojet® catheter and angiojet® ultra system console were selected for a thrombectomy procedure. Priming was unable to be completed during preparation outside of the patient. It was observed that the catheter pump and shaft were leaking. It was thought the console was causing the issues. There were no patient complications. The procedure was completed with another angiojet catheter.